Event description:
It was reported that customer experienced issues with pump housing, including damage to pump housing and usb connection. There was no reported impact to the customer¿s blood glucose level. Customer outcome and any actions taken were unknown because technical support was unable to reach customer for additional information and only documented details from email.